Manufacturer narrative:
Event date: date is estimated; month and year are valid. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient stated, "this thing isn't working. I am peeing more now than I was before." Their lead had been disconnected and the left lead was not working. Additional information was received from a healthcare professional (hcp). The hcp clarified that 'this thing isn't working' was referring to the pne leads becoming dislodged. However, they stated that there was no device concern, therapy issue, or procedure/use issue related to the lead being disconnected. The cause of the left lead not working was that is was dislodged, but the cause of the lead becoming disconnected was not known. It was recommended that the patient go to a 'stage I' trial to resolve the issue; the next trial is planned but not yet scheduled.